Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "periprosthetic fluid."

Event description:
Patient reported that MRI identified encapsulation. Healthcare professional reported pain, radial folds, discrete greater amount of periprosthetic fluid and slight capsular enhancement on the left, mild capsulitis. Device remains implanted. This record is for left side.